Manufacturer narrative:
Additional information: section d9: device available for evaluation: yes, returned to manufacturer on 06/07/2023. Section h3: device evaluated by manufacturer: yes. Device evaluation: one (1) patient interface was returned within original packaging, confirming the reported lot number. A visual inspection of the returned product reveals a layer of residue covering the majority of the lens of the patient interface cone. The reported issue is confirmed. Although not having established a conclusive assignable cause for the reported issue, it is possible that a likely cause may be associated with the external manufacturer's adhesive application process and/or the cone assembly inspection for adhesive overflow which allows for rework of the assembly if adhesive overflow is identified beyond the assembly's inner line. The external manufacture's assessment of relevant equipment and tooling used in the manufacturing of the product in question did not identify any damage or malfunctioning conditions which could potentially result in the reported issue. Based on review of applicable device history records (dhrs), the external manufacturer concluded that the device in question was manufactured in accordance with applicable specifications and met all applicable inspection criteria. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Requested however, not provided at the time of this report. Initial reporter email address: unknown, as information was requested but not provided. Initial reporter telephone number: (B)(6). Device evaluation: the product was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be performed. Manufacturing record evaluation: the manufacturing records for the disposable interface were reviewed. The product was manufactured and released according to specification. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that when using a disposable patient interface, a fog/smear was observed which could not be cleared. Account reported that there was patient contact. No further information was provided.